Event description:
It was observed during the device investigation that the uretero-reno fiberscope had rust on the distal end cover. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, there was a leak observed; however a conclusive root cause for the rust was not determined. Olympus will continue to monitor field performance for this device.